Manufacturer narrative:
A ge service representative performed an on site investigation. The image intensifier was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system would not display any fluoroscopic images. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.